Event description:
It was reported that the tip of the final driver was deformed while making adjustments to a poorly placed screw. An alternate driver was used to complete the case. There were no reported surgical delays or patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. The tip is deformed in a manner consistent with using the driver while not having it fully installed within the mating screw, which would concentrate the torsion forces in a smaller area of the tip, leading to the deformation seen. A review of the DHR did not identify any manufacturing issues that would have contributed to this event.

Event description:
It was reported that the tip of the final driver was deformed while making adjustments to a poorly placed screw. An alternate driver was used to complete the case. There were no reported surgical delays or patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the final driver was deformed while making adjustments to a poorly placed screw. An alternate driver was used to complete the case. There were no reported surgical delays or patient impacts.